Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an elevated blood glucose (bg) level of 430 mg/dl. When attempting to deliver a bolus for the elevated bg level, the pump recommended a bolus request of 0.39 units to be delivered. The customer believed that the value was incorrect as the customer had calculated that a 7 unit bolus request would need to be delivered based on the customer's profile settings. The customer then re-entered the values and received an accurate bolus request of 7.42 units to be delivered. To address the bg level, the customer delivered a correction bolus. The customer declined to perform troubleshooting with tandem technical support and confirmed that the infusion set and cartridge would be changed.